Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl at the time of incident. The customer had no any symptoms. The customer was treated for the low blood glucose with food. Customer¿s current blood glucose level was 95 mg/dl. The customer was assisted with troubleshooting for low blood glucose level. Customer also stated that auto mode was not automatically delivered insulin at the time of event. There was no indication that the insulin pump over delivered insulin. The customer also had issues the sensor. The product will be returned for analysis.